Event description:
It was reported by svc report that the caster horn assembly was bent causing the wheel to not roll. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly.